Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data from the event dates of (B)(6) 2025 were reviewed. The log files captured driveline power fault alarms on (B)(6) 2025 from 02:22:29 to 11:04:58 and on (B)(6) 2025 from 13:43:06 to 16:53:10 that were associated with a pwr_a_broken faults. The driveline was disconnected on (B)(6) 2025 at 16:53:11 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19apr2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault "again". Log files were submitted for review and confirmed the driveline power fault. The patient remained admitted for further investigation. It was noted that a successful modular cable exchange was performed on (B)(6) 2025. The driveline power faults returned, and the system controller was exchanged. The system controller exchange resolved the driveline power faults.